Event description:
The reperfusion catheter 054 was used to aspirate clots n the c2 segment of the left internal carotid artery (ica). After the c2 was opened, additional emboli caused reocclusion. A balloon pta procedure was used to reopen the c2 but it occluded again. A stent was placed with pta at the c2 segment but still the occlusion remained. The physician decided to end the procedure. The physician noted atherosclerotic plaque at the site of the lesion which caused the emboli. He was not sure which device caused rupture of the plaque and the release of distal emboli. Intravenous ozagrel was administered to the patient after treatment. The patient died on (B)(6) 2012. The physician commented that additional treatments could not have prevented the reocclusion. The patient was contraindicated for t-pa; therefore, it was not administered; however, it was noted that it might have lead to a difference in the outcome.

Manufacturer narrative:
Conclusion: emboli is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device discarded by the hospital.